Event description:
Complainant reports through solicitors that: bilateral asr implants and x-rays show left hip had collapsed and catastrophically failed. Revision on left hip performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.